Event description:
In the process of contacting the patient's neurologist to notify him that the patient's device may be nearing end of service, it was discovered that the patient had experienced an increase in seizures over a one year period with the vns therapy. The patient had 160 seizures in the year prior to vns implant and 390 seizures in the year after vns implant. The patient's device was subsequently programmed to off approximately 15 months post-implant and was programmed back to on 20 months later. Various medication changes were made during this time. Treating neurologist is attempting to adjust device settings for favorable seizure control and continues medication changes. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that during the time of the increased seizures, the patient's post-ictal state was better and their appetite, sleep pattern and behavior were unchanged. Stimulation was gradually reduced over a period of one month prior to programming the device to off. It was reported that the patient had less frequent but more intense seizure without the vns therapy. It was also reported that during the time that the generator was programmed to off, the patient had several episodes of suddenly becoming unresponsive. There was a question of whether there was no heart rate or respiratory effort during these episodes, but by the time caregivers obtained a stethoscope, the patient was reportedly breathing and their heart rate had recovered. The patient was seen by a cardiologist who indicated that the patient was having syncope, but that since patient was a do not resusciate, no further workup was warranted. Caregivers are seeking second cardiac opinion.